Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became unreadable with vertical black streaks after a suspected pressure event while the patient was in bed, consistent with a fractured display on the touchscreen component, and the screen was no longer usable though the device had been synced and there were no injuries. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.